Manufacturer narrative:
A ge oec service rep investigated the issue and found that system a defective table sensor pcb and sensor interface pcb. Both pcbs were replaced to restore proper function. The system was tested and found to be functioning as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 uroview fluoroscopy system would boot up with error code 425 or error code 426. A system reboot would correct the issue.